Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this pacemakers longevitty showed one and a half year, siux months ago and recently it showed five months remaining. Moreover, an engineering analysis determined that the device power cosumption has been increasing during the past year and is expected to continue to increase. A device replacement was then suggested. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.